Manufacturer narrative:
Analysis of the pump (sn;(B)(4)) found no anomalies. The pump passed all functional testing in the laboratory and no anomalies were found. Analysis of the catheter (sn; (B)(4)) found no significant anomalies. The catheter was returned in segments. Analysis of the catheter (sn; (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter, product ID: 8578, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2000 mcg/ml, 96 mcg/day) via an implantable pump for intractable spasticity and familial spastic paraparesis. Beginning on an unknown date, the patient's skin opened over the pump. The patient was admitted to the hospital and their dose was titrated down to 96 mcg/day. The pump system was explanted on (B)(6) 2018. The patient was restarted on 30 mg tid of oral baclofen. The patient's status was alive - no injury. The event was not resolved at the time of this report.

Manufacturer narrative:
Product analysis: #(B)(4) analysis information -- 2018-05-24 12:38:47 cst pli# 20 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The catheter access port (cap) was aspirated and found to be patent. The pump tested within specification for dispense accuracy. {300 ul/day} the pump tested within specification for dispense accuracy. {24,000 ul/day}. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018. Product type catheter, product ID 8578, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacture representative reported a new pump and catheter were implanted in the patient. It was noted that the previous system was explanted for an infection. It was mentioned everything was healed well.